Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure, check circuit and high temperature. The ventilator had a drop in airflow and the patient became cyanotic. The patient was placed on a different device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the foam of the air inlet path assembly was observed to be peeled off and blocked the air intake of the blower and caused the issue. The inlet air path assembly needs to be replaced to address the issue.